Manufacturer narrative:
The investigation showed that the reported event cannot be reconstructed and not confirmed. Therefore, no trend analysis could be performed. Event summary: it was reported that the rasp handle opens repeatedly during surgery. No medical data such as surgical notes or any other case-relevant documents received. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Devices analysis: visual examination: visual inspection of the mis rasp handle shows that the locking lever is situated correctly in the rasp handle and the instrument does look fully functional. Moreover, there are signs of usage visible, but no further conspicuousness can be found. A functional test was conducted with the mis rasp handle double offset. This test was performed using an mis cls trial rasp size 15 (ref: (B)(4), lot: 09.2512248). The rasp could be connected to and disconnected from the handle without any problems. Afterwards, the rasp was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handle. There was a stable connection between the rasp and the handle. Moreover, the handle did not open. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> visual examination did not show any corrosion. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded with the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded with the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded with the available information. Instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded with the available information. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it cannot be excluded with the available information. Conclusion summary: the rasp handle was returned for an investigation and a functional test was performed. However, the event could not be recreated. The complaint could not be confirmed and an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or other source documents were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the mis rasp handle opened repeatedly. The surgery was completed with another device with no patient impact or surgery delay.